Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified the reported message. The fse performed a fiber optic test within diagnostics and received error messages and no triangle waves on output. The fse also checked the diagnostic/fault logs and found 7 fault code 43, indicating a "fiber optic sensor (fos) module failure" and that the fiber optic module should be replaced. The fse then replaced the fiber optic module and tested with a fiber optic balloon and the fiber optic test routine in the diagnostics. All tests passed. The fse performed functional checks and electrical safety checks which all passed as well. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) intermittently displayed an optical sensor module failure message. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.